Manufacturer narrative:
Initial.

Event description:
It was reported that the user replaced the sensor and received a pairing failed message with the freestyle libre 3 plus continuous glucose monitor (cgm) sensor, and while troubleshooting the pump the sensor entered warmup, consistent with an intermittent communication failure involving the antenna/electrical component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and system consistent with intermittent communication failure and involving the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.